Event description:
It was reported from risk management that following a left heart catheterization and coronary angiogram via the right femoral approach, an angio-seal was used. The next day, the pt developed a cold foot with decreased pulses and underwent surgical intervention. A thrombectomy, removal of foreign body, and bovine patch angioplasty were performed. The surgeon documented that the angio-seal plug was retained in the pt's right femoral artery with no femoral pulse at the time of surgery. The pt's pulse was restored and he was transferred to the recovery room in stable condition. The pt expired 14 days later from his underlying cardiac disease. The pt's death was unrelated to the angio-seal device. The pt had medical history of coronary artery disease with multiple myocardial infarctions, peripheral vascular disease, diabetes, chronic renal insufficiency.

Manufacturer narrative:
No product was returned for eval. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported death was from the pt's underlying medical condition and not from the angio-seal. The angio-seal instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pts have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pts' arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.